Event description:
It was reported via repair work order that the cot would not lock in position when it was extended. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the unit would not lock into position when it was extended. Upon completion of the investigation it was found that the head section would not lock up when being loaded. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur as the head section could be held up in place during loading of the unit.

Event description:
It was reported via repair work order that the cot would not lock in position when it was extended. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.